Event description:
Customer reported that numerous pts were reported as positive (10, 15, 20. 6.75, 5.15) for troponin I. Results were questioned so specimens were repeated on with the biosite method and were negative.